Manufacturer narrative:
The insulin pump passed the displacement test. However, pump error 63 alarm during self test and confirmed in the pump history due to broken trace at u1 keypad assembly. Also pump error 4, 14 and 42 were confirmed in the pump history file. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received multiple insulin pump error alarms. The customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.